Event description:
Patient¿s representative reported left side capsular contracture baker grade unknown, and increased risk of alcl. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has not been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.